Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the right ventricular defibrillation coil was damaged at 56 and 58.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the right ventricular (rv) lead coil was kinked and stuck in the sheath while trying to pull it out. The lead was taken out and replaced with a new lead. No patient complications have been reported as a result of this event.